Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date d4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is captured under a separate medwatch number.

Event description:
It was reported that a 4.5x100 mm and 4.5x120 mm supera self expanding stent were implanted and about one month later the patient experienced thrombosis along the entire length of the stent. Treatment, if any, was not reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported thrombosis/ thrombus, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.